Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a possible pocket infection. Reportedly, the patient went to emergency room with a complaint of swelling and discomfort. There was no additional adverse patient effects were reported. This rv lead was explanted.